Manufacturer narrative:
Upon follow-up, it was reported that the patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On an unknown date, the patient was treated with amikacin injection (1gm, intraperitoneal discontinued), vancomycin injection (1gm, intraperitoneal, discontinued) and septum tablet (250mg, oral twice daily, ongoing) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from peritonitis and cloudy pd effluent. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection and cloudy fluid. The cause of the events was not reported. It was reported that the patient was hospitalized for the events. Treatment for the events was not reported. Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.